Manufacturer narrative:
Pump passed self-test, displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test test. All buttons function properly. Moisture damage noted to keypad flex wire and j1 connector on electronic assembly observed during visual inspection. Unit successfully downloaded to thump. No relevant no delivery alarms or stuck keypad alarms noted in pump download history. Unit was received with: keypad overlay texture damage, missing display window/cover, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked keypad overlay at select button, stained keypad overlay, and pillowing keypad overlay. Customer concern of unresponsive keypad was not confirmed due to unit functioning properly after battery installation. However, moisture was observed on keypad flex wire on electronic assembly. No delivery alarm was not noted during testing or in pump download history. Cosmetic damages were confirmed when cracked keypad overlay at select button and cracked case on battery compartment were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer had reported no delivery alarm, multiple button errors, a crack on the center button and back side of the insulin pump. The troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue to use the device. The device will be returned for product analysis.